Event description:
After 2 days of intra aortic balloon therapy, blood was noted in the tubing. The intra aortic balloon was removed and not replaced. No pt injury or further complications occurred as a result of this event. The pt is reported to be in stable condition.